Manufacturer narrative:
(B)(4). Nurse informed the patient that formaldehyde is an ingredient in all dermabond products. Erd nurse suggested the patient go back to her surgeon for treatment. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your reaction? Date of your procedure? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was any surgical intervention performed? Please specify? If in your possession, may we have a copy of your operative report? Do we have your permission to contact your surgeon, in the event we would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the patient, underwent breast reduction surgery on an unknown date in (B)(6) 2022 and topical skin adhesive was used. Surgery 3.5 weeks ago and reports that a week ago she developed redness and irritation around the nipple and under the breast. Patient stated she had drainage on one side but was healing much better on one side and the other side was swollen and not healing as well. The drainage stopped on the right and started on the left and just a redness around the lower incision, it had some drainage, but not infection drainage but more of a skin irritation. Dr. Put her on another round of antibiotics which she expected to heal better but it just didn¿t¿. Its draining less and less each day but there is a white sticky stuff around the incision. Patient has contacted her surgeon and sent pictures and was placed on two rounds of antibiotics, but redness hasn't improved. Patient states she is allergic to formaldehyde. Additional information has been requested.